Event description:
Additional information was received revealing that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. A functional check was performed. The operator was unable to repeat customer's reported problem. The pump was found to be displaying "1210" error code message on power up when batteries are inserted. The operator cleared the error code. It's recommend the microprocessor unit board to be replaced.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code 1210. No adverse effects were reported.